Manufacturer narrative:
Investigation: the complaint is in regards to a report received where the home patient or caregiver was no longer able to evacuate drainage from their express mini drains with a syringe. The luer port became clogged after repeated emptying. There was no reported patient harm associated with the event. The device was not returned for evaluation and the lot number was not provided for the complaint. Therefore, no device evaluation could be performed, nor is deemed necessary, given usage of the device outside of its intended use environment and a failure mode specific to this off-label usage. Despite no evidence of any product malfunction, the event is considered confirmed, as the complaint involved reported use error/off-label use. The CAPA search identified a historical CAPA request from post-market surveillance in regards to the observed increase in outpatient use of express mini 500 drains. Additionally, there have been several CAPA requests initiated from complaint trend excursions related to outpatient use. CAPA 682612 for "mobile drainage products - outpatient use and continued use" identified that express mini 500 devices are being utilized in outpatient settings; however, home use is not the intended use environment. Aw011485 - IFU, drains, express mini 500, multilanguage (rev aa) does not state the device is for use in a clinical setting; it is implied in the IFU precaution section where it identifies the user. Additionally the cr evaluation suggests that there are instances of repeated fluid removal from the drain from the sampling port and continued reuse on the same patient, which does not align with the IFU as indicated in the precautions and sampling patient drainage sections. The root cause evaluation for the CAPA has determined that the usage of the express mini 500 devices is occurring because there is a clinical need for outpatient drainage systems. It was also determined that marketing materials were historically provided for express mini 500 suggesting that the device could be used in an outpatient setting and emptied, which does not align with the current design inputs. At the time of this complaint investigation, the CAPA is in the action planning phase. In terms of the reported malfunction, the express mini 500 drain is not designed or intended for fluid in the collection chamber to be emptied of fluid as a means to continue use of the device on a patient beyond 500 ml of fluid collection. The nac sample port is not designed or intended to be used as a means of draining fluid from the collection chamber of the device. Management of the device in the home setting being performed by non-clinical/non-medical personal individuals or by clinical care providers not familiar with management of a thoracic drain has the potential to increase the likelihood of malfunctions. Based on the evaluation, the root causes identified for the complaint investigation include design, labeling and user preference. A risk assessment was performed and found that for the associated reported defect, the express mini 500 product remains operating within its approved risk profile. The risk management file adequately covers risk associated with outpatient and off-label usage. A further risk analysis of the outpatient use and continued use of the express mini 500 drains has been documented in hhe2022002. H3 other text : device not returned.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the wife of a home patient was attempting to evacuate drainage from an express mini drain and all she was getting was air bubbles into the syringe. She reported upon tilting the drain slightly it allowed the syringe to access the liquid portion and evacuate some of the drainage.